Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer complained of questionable ca2 calcium gen.2 results for 4 patient samples on the cobas 8000 c (701) module. For patient 1 the ca2 result was 0.90 mmol/l and the result on a beckman coulter was 2.32 mmol/l. For patient 2 the ca2 result was 0.81 mmol/l and the result on a beckman coulter was 2.45 mmol/l. For patient 3 the ca2 result was 1.18 mmol/l and the result on a beckman coulter was 2.1 mmol/l. For patient 4 the ca2 result was 1.06 mmol/l and the result on a beckman coulter was 2.19 mmol/l. No erroneous results were reported outside of the laboratory. There was no allegation of an adverse event. The customer randomly could not calibrate and received calibration alarms. The ca2 reagent lot number was 221425 with an expiration date of 31-may-2018. The field service engineer (fse) checked the reagent probes, sample probe, and rinse nozzle. The fse found that the rinse nozzle was not working properly and that more naoh was being pumped into the cuvettes than normal. A sample that previously had a discrepant ca2 result was run 5 times and the results matched the other instrument. The investigation determined that the issue found by the fse was the root cause of the event.